Event description:
Litigation alleges that patient suffered excruciating pain when metal particles built up over time in the hip socket, necessitating that the asr hip implant be replaced.

Event description:
Litigation alleges that patient suffered excruciating pain when metal particles built up over time in the hip socket, necessitating that the asr hip implant be replaced. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to the asr recall. No other information has been provided at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.